Manufacturer narrative:
The recipient's device was explanted. The recipient will be reimplanted at a later date. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient was reportedly reimplanted with another advanced bionics cochlear device. The recipient was successfully activated. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is reportedly experiencing sound quality issues and intermittencies. Device testing could not be completed due to loss of lock. Revision surgery is scheduled.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed sliced silicon overmold on the bottom cover, as well as a served electrode. These anomalies are believed to have occurred during revision surgery. The photographic imaging inspection revealed broken antenna coil wires. System lock was unable to be obtained at any spacing. The condition if the electrode prevented an electrical test from being performed. The device passed some of the electrical tests performed. The residual gas analysis test exceeded the testing limit. This device has broken antenna coil wires. In, addition, this device has moisture that exceeded the residual gas analysis test limit. Based on the assessment of the residual gas analysis data, it is determined that this device was non-hermetic. A corrective action was implemented. This version of the hires 90k device is no longer distributed. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.